Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
According to the reporter, during a lap appendectomy, the staples did not seal properly. Clips and cautery was needed complete the seal. No patient injury or ill-effects. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. The devices will not be returned, they were discarded by the customer.